Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the cartridge luer lock. The customer's blood glucose level was reported to be between 200 to 240 mg/dl. During troubleshooting with tandem technical support, the customer declined to prime the tubing because insulin level was low, as it was nearly time for a cartridge change. The customer indicated that all supplies would be changed out once the customer arrived home.